Manufacturer narrative:
In this incident, there was no report of injury to the pt. However, as a result of this malfunction, the potential for surgical intervention exists to preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function as evidence by previous reported events. Device was not returned for evaluation and the lot number is not known for retained-product testing and/or DHR review.

Event description:
Doctor reported that a file separated in canal during procedure. The doctor was able to fill the canal with the separated piece in-place. There was no report of pt injury.